Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported they were back to urinating like crazy. The patient stated the issue started probably back around maybe even before they had their knee surgery in (B)(6) 2025 and that their symptoms had gradually gotten worse over time. The patient stated they had 2 surgeries on their right side in november and the first time after being knocked out for 2 hours, when they got out of the bed, they were peeing all over themselves and all over the floor. The patient stated they'd even done a urine sample and now they would go to the bathroom every time they turned around. The patient stated when they were having their toenails done, after 35 minutes of it, they had to tell them they needed to use the restroom but by the time they got to the restroom they'd already wet themselves. The patient then stated this morning in the middle of the night, they got up and were already leaking before they even get out of bed and it was going down their legs. Patient services walked the patient through connecting to their settings on the call and the external devices functioned as expected . The patient was able to connect. The patient increased the stimulation to where they felt it and said they could "handle this level" and didn't want to switch to a new program at the time of the call because they said they were a substitute teacher and currently at school. They confirmed the level was fine for them for now and that they'd call back in a few days after they had their chiropractor and physical therapy appointments to make a program change. Patient services reviewed programming and stimulation considerations with the patient and asked the patient if they'd had the implant off for their surgery in november and the patient stated they didn't think so the only time they had to turn the implant off was for a CT scan and an MRI. Patient services reviewed with the patient that for future surgeries, it was advised to have the device off if they were doing electrocautery and redirected the patient to follow up with their managing health care provider to discuss their symptom concerns and to discuss switching to a new program, especially if they weren't able to tolerate the stimulation on their current program. The patient said they had a follow up appointment with their managing healthcare provider (hcp) on (B)(6) 2026. Patient reported medical history: they said they had "metal in every limb" from a car wreck. They also mentioned that they last called patient services "a while back" because they'd "hit the reset button by accident." They also said they recalled discussing program function the last time they called.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.